Event description:
It was reported that the insulin pump alarmed button error while the customer had been sleeping. The blood glucose reading was 6.0 mmol/l. No significant events leading to the alarm were observed. Advised discontinuation and return of the insulin pump. The customer was undecided on whether to return the reported insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing however, the insulin pump had intermittent button response due to corroded keypad traces. Unit had minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.